Event description:
The customer reported that not all alarms are popping up on the screens from other rooms and vice versa. There are two rooms that are next to each other that are not working correctly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.